Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The lesion being treated was located in the severely calcified right coronary artery (rca). The physician attempted to place a 3.50x28mm taxus liberte drug eluting stent, but was unable to cross a previously placed non-bsc stent. The physician tried to retrieve the stent in the guiding, without any success. The distal part of the stent hung to a calcified plaque. He decided to retrieve the whole device and the stent embolized to the anterior tibial artery. Patient status reported as "ok".

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. However, a full review into the manufacturing history record for this device confirmed that the device met its material, assembly and product specifications at the time of its release to distribution. The most probable root cause is handling. Product unavailable for analysis